Manufacturer narrative:
Unfortunately, the explanted device was not returned to edwards for analysis; therefore, the source of the reported calcification could not be assessed. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Although the root cause of this event cannot be confirmed, it appears that the patient's stenosis was likely caused by the calcification noted. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized, usually by glutaraldehyde pretreatment. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. It was also reported that the patient ceased to breathe and expired from complications on pod #5. There have not been any allegations that an edwards device caused or contributed to the patient's death. No further actions are possible with the available information.

Event description:
In this case, it was reported that the valve was explanted after an implant duration of approximately 12 years due to aortic stenosis with calcification. Per the operative report, patient also had mitral insufficiency and tricuspid insufficiency requiring "annuplasty" repair. The previously placed aortic valve was calcified and stenotic. She also had a patent left internal mammary artery to the lad with a distal 60% stenosis and an occluded radial graft to the circumflex system. When the previous aortic valve was removed, it was noted to be sewn right up to the left main coronary ostium. When placing the new prosthetic valve, the left main coronary ostium was carefully spared, but the sutures were right at the base of it. There was concern about edema there. The patient had a conduit problem as she has had previous bilateral vein stripping. Once off cardiopulmonary bypass, there was no residual mitral insufficiency and mild residual tricuspid insufficiency. The aortic valve was functioning well without any leaks. After off bypass, and the protamine was given, she is suddenly became globally hypokinetic in the myocardium and she was obviously failing, so she had to be placed emergently back on cardiopulmonary bypass. At this time, it seemed there was no flow demonstrated in the left main coronary ostium. As such, the surgeon harvested the right intermeal mammary artery as a free graft and placed this from the patent left mammary to the obtuse marginal branch. This would not reach to the native aorta. At the time of the 1 st surgery, it was apparent that the aorta had been patched down into the anulus, to enlarge the annulus. It was believed that this is the reason aortic valve had been pushed into the left main orifice at the initial surgery. The 2nd time she came off bypass with multiple pressors and intra-aortic balloon pump. She was stable in the operating room, and due to some coagulopathy and myocardial edema the chest was left open. She was taken in to the intensive care unit in critical, but stable condition. On pod #1, the patient was in critical condition in cardiogenic shock. Pod #2, the patient was taken back to the operating room for mediastinal exploration with removal of old blood clot and close sternum. Patient tolerated procedure well. On pod #5, the patient became hypotensive with heart rate at 56 and nodal rhythm. CPR was started externally and then internally. Heart was in standstill with fine ventricular fibrillation. Shock was delivered. Cardiac massage and epinephrine with the calcium and bicarbonate were given. The patient remained unresponsive to treatment and was pronounced deceased.